Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the button on the outside of the cartridge which moves with the knife blade came off the cartridge and fell into the pt during the surgeon's first firing of the stapler. The surgeon did not realize this piece had fallen off until the pt was in recovery. This metal button was not recovered and remains inside the pt. The surgeon oversewed the staple line after completing the sleeve gastrectomy. The pt was sent home from the hospital.